Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 39-year-old female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 39-year-old female patient who had essure (batch no. B72576) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2019. Batch no: b72576, production date: 2013-09-24, and expiration date: 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 39-year-old female patient who had essure (batch no. B72576) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review the lot number added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 39-year-old female patient who had essure (batch no. B72576) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2022: extension of due date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 39-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: updated quality safety evaluation of ptc. After an internal review the event "migration of the essure device to the abdominal or pelvic cavity" was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('perforation of other organs') in a 39-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, genital haemorrhage, device dislocation, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2021: reporter lawyer amendment, pregnant was updated to yes, start date was updated from (B)(6) 2014 to (B)(6) 2014, on event essure removal was updated, the follow events were added: abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, perforation of the fallopian tubes, perforation of other organs, allergic reactions occur with the nickel, autoimmune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety/mental anguish, depression. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 39 year-old female patient who had essure inserted (lot no. B72576) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2014). The patient had a medical history of taste metallic, coital bleeding, menarche, vaginal discharge, osteoarthritis, dysthymia, depressed mood, fatigue, back discomfort, vaginal irritation, cramp in lower abdomen, cervical dysplasia, nulli gravida, alcohol use, rosacea, genital herpes and loop electrosurgical excision procedure. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as dyspareunia, lower abdominal pain, knee swelling, intermenstrual bleeding, pelvic pain female and menorrhagia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), pregnancy with contraceptive device ("unintended pregnancy"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occured with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2019. The essure device was placed into the right tube without any difficulty. Three coils were remaining at the end of the procedure. The same was repeated for the left side and again this was an easy application with 3 coils remaining at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.109 kg/sqm. [Cytology] on (B)(6) 2014: negative for intraepithelial lesion or malignancy [hysterosalpingogram] on (B)(6) 2014: we had good visualization of the essure coils bilaterally. The left ovary was seen and was normal. The right ovary was not seen. There was confirmation of bilateral tubal occlusion [pathology test] on (B)(6) 2019: gross description: right fallopian tube: cut section through the right fallopian tube reveals underlying spring throughout at the proximal end of the specimen up to 4,5 cm into the tube. Photographs are taken of this spring as well as photographs of the left open fallopian tube and short spring. Left fallopian tube: a short spring is identified in the fallopian tube up to proximal 2 cm of fallopian tube however no other spring is identified. The left fallopian tube is otherwise unremarkable along its length and on cut section. Note: the springs are removed from fallopian tubes and placed separately in formalin filled bottles labeled with site right and left as per instructions and handed to lab manager. Diagnosis hysterectomy [uterine cervix] and bilateral salpingectomy: - benign endometrium with tiny benign endometrial polyp - myometrium without significant pathological abnormality - cervix with mild chronic cervicitis - bilateral fimbriated .fallopian tubes with slight focal dilatation of the lumen ·but no other significant pathological. Abnormality seen [examined in toto] - coils are recognized within the fallopian tubes as in gross description [pregnancy test urine] on 29-may-2014: negative [ultrasound pelvis] on 01-feb-2019: uterus: 7.7 x 3.9 x 4.7 cm. Bilateral echogenic linear foci are noted at the fundal aspect of the uterus, questionably representing the patient's essure coils. Endometrium: 1.2 cm, normal for a premenopausal patient. The ovaries are very sub optimally visualized on today's examination, especially the right ovary. There is a trace amount of fluid noted within the cervix, of uncertain etiology batch no b72576 production date 2013-09-24 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions, concomitant drugs were added. Patient information & new reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.